Manufacturer narrative:
Investigation summary: neither photo nor sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps did not perform a batch history record¿s review (bhr) based on the facts that batch record does not extend to syringe production and quality result overview in case of syringe production is not scope bd tatabánya production process. Based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by the customer.

Event description:
It was reported that prior to use it was discovered that the cap was difficult to remove with a bd ultrasafe¿ b100l. The following information was provided by the initial reporter: it was reported that the cap on the needle was very tight, and had to pull quite hard.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the cap was difficult to remove with a bd ultrasafe¿ b100l. The following information was provided by the initial reporter: it was reported that the cap on the needle was very tight, and had to pull quite hard.